Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "rupture" and "moderately capsular contracture, baker grade ii". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed an opening assessed as unidentified (tear) opening. - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "rupture" and "moderately capsular contracture, baker grade ii". This record is for the left side. Device has been explanted.